Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events, 166 events were reported for this quarter. Product return status, 157 devices were evaluated based on historical data analysis, 9 devices had investigation types that have not yet been determined. Evaluation findings (results/components), 157 devices: degradation problem identified, wear problem, lubrication problem identified, overheating problem identified / part/component/sub-assembly term not applicable, 9 devices: results pending completion of investigation / part/component/sub-assembly term not applicable. Product disposition, 157 devices: scrapped by stryker, 9 devices: product disposition is not yet determined. Additional information, 166 devices were not labeled for single-use, 166 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30, 2025. This report summarizes 166 events for the failure: overheating of device, 144 events had problem identified during non-clinical procedure; there was no patient involvement, 22 events had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99485. Supplemental rationale. Corrected data: b5, h6, h11. 166 previously reported events were included in this follow-up record. Product return status. 157 devices were evaluated based on historical data analysis. 9 devices were received. Evaluation findings (results/components). 157 devices: degradation problem identified, wear problem, lubrication problem identified, overheating problem identified / part/component/sub-assembly term not applicable 9 devices: no device problem found / part/component/sub-assembly term not applicable. Product disposition. 166 devices: scrapped by stryker.

Event description:
No change.